Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.